Event description:
It was reported that the patient was in atrial fibrillation. The right ventricular lead had undersensing. Lowering sensitivity values was attempted, but no sensing values were seen. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.